Event description:
The customer reportedly obtained a 120mg/dl and 240mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer states that he tested right away with the same drop of blood. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and returned requested. The customer states that he is not sure where the strips are.